Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error, had a blank display, and had a buzzing or squealing noise coming from it. The blood glucose reading was 124 mg/dl. The customer stated that the issue occurred just after a bolus was completed. He described the noise as a constant beep tone with no pause. Upon troubleshooting, it was found that the display returned with another error alarm. The insulin pump passed the self test. He noted that the alarm had occurred multiple times, so was advised that the insulin pump would need to be replaced. Nothing further reported.